Manufacturer narrative:
Report of historic event. The event occured between (B)(6) 2010 and (B)(6) 2013 when k020214 was not listed against a manufacturer. Matortho is making this report to cover this perion when the device was not available int he USA for commercial reasons.

Event description:
Pin inserter/extractor part number 231-304 broke when struck with a hammer.